Manufacturer narrative:
The device handle was returned for evaluation; however, the clip was not. A visual inspection was performed on the received device and found the clip pipe which is connected to the coil retainer was fully detached from the distal end. The outer tube sheath from the insertion portion was inspected and there is no damage found. The exact cause of the reported event cannot be determined at this time. The instruction manual warns users ¿do not insert the instrument into the endoscope if the stopper is not attached to the tube sheath between the tube joint and control section. Otherwise, the clip will extend from the tube sheath. It may also cause the insertion portion of the instrument to extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.¿

Event description:
The user facility reported that a clip that failed during a procedure. The clip deployed before it could be attached to the colon. The deployed clip was retrieved without patient injury. The intended procedure was completed with a similar device. The service center received a medwatch report that states during the colonoscopy part of the procedure, the dr. Went to insert an endo clip in to the patient. Upon insertion the clip was already deployed with its spring still attached. The dr. Was able to remove the clip from the patient with out any negative effects.